Event description:
Device 1 of 2 - customer reports 4 critically ill pediatric ECMO patients expired over an unspecified six week period. During treatment, clotting time was measured using hemochron act-lr / signature elite instruments. As 2 signature elite instruments are in use, customer is unable to identify which instrument used with specific patients. Customer reviewing medication regimen for causality. This report is for device 1 of 2.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.